Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer treated with 30 units via syringe. Troubleshooting was performed. The customer reported the o-ring inside the lip of reservoir compartment is not missing. The customer stated that the reservoir plunger does not stay in and there is insulin leakage. The product was not returned for analysis.